Event description:
Patient death was reported by a family member/friend. It was noted that a month prior to the report, the patient was in "so much excruciating" pain, could not "keep anything down", got dehydrated, went to the hospital, was "filled up with fluid and sent back home" with "some pain pills". Date of hospitalization was not reported. It was also noted that there was a "possible" kink and the patient was not getting medication. It was later reported by health care provider (hcp) there were recent "issues" with volume discrepancy, the actual residual volume was greater than the expected residual volume. Hcp suspected a catheter issue, there was "talk about surgery to check on the catheter" and "possibly" to revise it, but was not able to rule it out because the patient died. It is unclear when the discussion occurred; the date of discussion was reported as (B)(6) 2012, and then it was noted the patient was seen the day before she died. The cause of death was unknown. It was then reported by the mortuary that the cause of death was noted as shock, renal failure and menentaric ischemia, not device related. The device was buried with the patient, not to be returned. The device system was used to infuse morphine.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).